Manufacturer narrative:
Additional information: received additional information indicating event date. Device evaluation summary: one cadd solis vip pump was returned for evaluation. The visual inspection of the pump revealed that the pump was in good physical condition. The pump was found to be alarming without displays when a power button is pressed during the investigation. The reported issue was caused by faulty microprocessor unit board. The complaint was confirmed.

Event description:
Information was received that this smiths medical cadd solis vip pump did not power on and was beeping with blank lcd. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.